Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump had cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 174 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.